Event description:
It was reported that a lead warning was triggered for varying and high impedance measurements and oversensing on the atrial lead. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.